Manufacturer narrative:
The complaint lens case was returned and its evaluation revealed that it did not meet all product requirements. Specifically, the lens case contained a slightly cloudy solution of unknown origin; it did not contain the hydrogen peroxide solution designated for this system. The microorganism identified in this sample was a fungal isolate and was identified as a microascus sp. It is important to note that for any solution that does not contain a preservative, microorganism growth upon sitting for a prolonged period of time without the proper antimicrobial activity can occur. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Practitioner reported the product developed mold on the inside of the lens case. There was no report of medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.